Manufacturer narrative:
The lamitrode lead was explanted for unknown reasons. There is insufficient information with regards to any allegations against the lead. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the stimulation end (paddle) revealed channels 6 and 11 lead wires were detached from the paddle electrode.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer reference number:1627487-2023-06082. It was reported the patient underwent surgical intervention on (b)(3) 2023, wherein the ipg and lead were explanted for an unknown reason.